Event description:
It was noted that the atrial lead impedances are greater than 3000 ohms and there is noise on the atrial lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).